Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm cleaned connector from monitor. Subsequently, the stm performed and passed all functional and safety tests to factory specifications. The iabp was cleared for clinical use and released to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by the customer that before use, the display in the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.